Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg experienced a measurement lock-up which caused the device to inappropriately trigger elective replacement indicator (rrt/eri). It was further noted a false low impedance warning was also alerted. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.